Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that the pump alarmed compromised force sensor system and there were some compromised force sensor system alarm in the alarm history. The customer's blood glucose is normal, didn¿t require medical treatment. The insulin pump will not be returned for analysis.